Event description:
Lens was returned to the MFR and evaluated.

Manufacturer narrative:
Evaluation of the returned lens revealed the surface was covered with blood and clinical solution and had one bent haptic. The original report stated the surgeon bent the haptic upon insertion. This report was mailed in to FDA on :10/17/96. Number of persons affected = 1.